Manufacturer narrative:
(B)(4). This customer contacted philips with a question about device behavior related to pacing. There was no negative patient impact. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer contacted philips with a question about device behavior related to pacing. There was no negative patient impact.